Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised, the patient fail which lead was to peri prosthetic femur fracture. Used a plate/cable to secure the fracture, downsized the head and used a dual mobility. Femoral fx was fixed and zbo dual mobility acetabulum component was placed along with the 28 mm head." Dr. (B)(6) in (B)(6) did the tha. The following components have no alleged deficiency and were not revised during this surgery: stem ni qty.1. Profemur® neck phax-12xx qty.1.